Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause was the connecting tube has coating peeling due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tracheal intubation fiberscope was returned to the service center with a report of air leakage at the angulation. This does not indicate an MDR reportable event. However, a reportable failure was found during testing at the service center. During inspection of the device, connecting tube has coating peeling was found at estimation. There was no patient involvement.